Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) will not power on. It was discovered that both fuses were blown. The fuses were replaced but still the unit would not power on. It is unknown under what circumstance this event occurred; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: a review of the device history record (DHR) was not performed, as the described complaint is being addressed per quality plan and is not related to a manufacturing non-conformance. This described failure is being addressed by internal quality plan which was opened to investigate 00mlx power supply unit (psu) and lamp failures. It was confirmed that the specified kilovolt trigger from the psu was less than minimum required by the lamp. In order to restore functionality, the power supply unit (psu) has been replaced with alternative psu which is compatible with the lamp. Corrective actions have been implemented and no post corrective action failures have been identified.